Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following the implant procedure of the leadless implantable pulse generator (ipg) there was "bleeding from the suture.".  The source was the iliac artery.  Occlusion was performed. No further patient complications have been reported as a result of this event.